Manufacturer narrative:
Product event summary- the full lead was returned in segments, analyzed and no anomalies were found. The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Event description:
It was reported that during the implant procedure the helix would not advance fully after multiple dislodgements in about 50 minutes. The physician asked for a second lead. The second lead was successfully seated in the right atrium after another 20 minutes of shaping the stylet in various loops and curves. It was noted that the patient has a very small right atrium and has a history of open heart surgery with the right appendage removed. No patient complications have been reported as a result of this event.